Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported, he went to the emergency room on 8/31/2014 for high blood glucose. His blood glucose was over 600 mg/dl when admitted. He experienced nausea, leg cramps, and a general sick feeling. He had eaten food so her corrected for the meal, but his blood glucose did not lower. He was treated with an IV drip at the hospital. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. Customer did not have tubing clamps and is call back later to complete the high pressure test. He was advised that high blood glucose levels are often caused by infusion set or site issues. He was advised to change his infusion set and reservoir and monitor his blood glucose. Nothing further reported.